Event description:
The plate was applied to the pt during pre-operation. The plate caused minor burns to the pt's skin.

Manufacturer narrative:
Conmed electrosurgery has not received the suspect device in time for eval. Once conmed receives add'l info and the product(s) in question, a follow-up report will be filed. The follow-up report will be filed within 30 days.

Manufacturer narrative:
When conmed electrosurgery's sales representative originally received this complaint from the customer, on (B)(6) 2011, the information was not immediately forwarded to the regulatory affairs department. The regulatory affairs department was notified on (B)(6) 2011 with limited information on the incident. However, it was stated that a patient had received burns. To be conservative, conmed electrosurgery filed a medical device report (MDR) with the food and drug adminstration (FDA) on (B)(6) 2011. In the original MDR filed, it was stated that conmed electrosurgery would file a follow-up report within 30 calendar days to provide additional information. On august 22nd, 2011, conmed electrosurgery sent an e-mail to the customer to inquire about the incident in more detail and to provide shipping instructions for the return of the suspect sample. On the same day, conmed electrosurgery received a response from the customer stating that they would provide the requested information. On august 25th, 2011, conmed electrosurgery received an e-mail from the customer stating that "the patient was not burned, but only suffered skin irritation and minor swelling similar to the hot water burns". They also stated they would provide the rest of the requested information. On september 16th, 2011, another e-mail was sent to the customer to request additional information. A response has not yet been received from the most recent request. At this point, conmed electrosurgery has not received a sample to evaluate. If additional pertinent information is received, conmed electrosurgery will file another follow-up report. Please note, this report was accidently sent in as report number 1720159-2011-00052 follow up # 1. To rectify the situation, I am resending this report under the correct report number. This report or other information submitted by conmed electrosurgery under 21 cfr part 803, and any release by the FDA of that report information, does not reflect a conclusion or admission by conmed electrosurgery or the FDA that the device, conmed electrosurgery, its employees, its contract service firms, or their employees caused or contributed to the reportable event.